Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) presented fluid loss. A surgical procedure was performed to replace the system.

Event description:
It was reported that the inflatable penile prosthesis (ipp) presented fluid loss. A surgical procedure was performed to replace the system.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, this device was thoroughly analyzed. The microscopic examination confirmed the first cylinder had a hole in the distal end of the cylinder from sharp instrument. The outer tube was detached at the proximal end from wear and the fabric threads were broken at the middle of the cylinder. The second cylinder presented a hole in the outer tube and broken fabric threads from krt (kink resistant tubing) wear in the proximal end of the cylinder. It also had wear at fold in the proximal end, middle, and distal end of the cylinder, broken fabric threads from bulge in distal end. The pump krt were worn to the filament. The device was also tested. The leakage test for first cylinder found that it had a leak from sharp instrument in the distal of the cylinder; the leakage test for second cylinder found that it had a bulge in the distal end of the cylinder when inflated with syringe. The pump was also tested, indicating it passed leak test but did not pass the functional test. The ipp reservoir was also analyzed. This analysis indicated the flat reservoir had wear at a fold in reservoir shell and it passed leakage test. With the information provided, the allegation of the fluid leak was not confirmed. However, there are several device conditions that could lead to a device failure, which include but are not limited to a bulge in second cylinder. The sharp instrument damage found on the device is considered a secondary failure. Based on review of all information available and analysis results, a conclusion code of cause not established was assigned to this investigation. Concomitant product UDI for reservoir is (B)(4).